Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to water, there was no response from any buttons, the insulin pump had a frozen screen and a blank display. The customer also reported that the insulin pump failed the self-test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in pump, keypad anomaly, frozen screen and blank display and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with a frozen display. Unable to perform the sleep current test, active current test or self test due to frozen display. Unable to download history files or traces due to frozen display. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, keypad flex connector and harness assembly vibrator. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken battery tube threads, cracked case-corner of belt clip rails, pillowing keypad overlay and corroded battery tube. Unable to verify keypad unresponsiveness during analysis due to frozen display. Blank display was not confirmed during analysis. Unable to verify what alarm/device test failed during analysis due to frozen display. Frozen display was confirmed during analysis due to moisture damage on the electronic assembly, motor, force sensor, keypad flex connector and harness assembly vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.